Event description:
Report received of an under-delivery of tpn. The pump was programmed to deliver 1800ml over 12 hours with a one hour taper up/taper down. The homecare patient infused the tpn overnight and utilized an ambulatory backpack for the solution and pump. The customer reported that in the morning the day of the event, the pump display indicated that 1791ml had infused, but 450ml remained in the tpn bag. The customer was unaware if the pump gave an audible alarm or displayed an error code message. The patient did not experience any adverse effects and the IV access line remained patent. Though requested, no further information was available.